Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to damage or deterioration of parts, environment problem like dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a startup error e315. The issue was found during set up/ inspection for use. There were no reports of patient harm.